Event description:
Customer reported an intermittent loss of fluoro. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and adjusted the 5v power supply and reseated power supply harness connectors. System operates as intended. This MDR is related to ge healthcare complaint.